Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated and an assignable cause for the reported problem was not found. During the evaluation, the video connector failed the leak test.

Event description:
A user facility reported to olympus that the image did not appear and the scope was "not focusing and capturing visuals." The problem, as reported to olympus occurred during a procedure. The intended procedure is unknown. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause of image related malfunction occurred due to corrosion or damage to the electrical contacts of the connector, which was likely caused by user handling.